Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the positioning issue was most likely use related since the pump was pulled back across the valve by the surgeon.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, when repositioning the pump, the team accidentally pulled the pump across the valve and could not re-cross the pump. The hemodynamics were stable and ci was 3.1 with svo2 70. Thus, the impella 5.5 was explanted.